Event description:
The hcp reported, that the patient did well initially after implantation of the pump. At his second postoperative visit, the patient complained of nausea and vomiting. There was no fever and the incision looked 'well.' The medication was changed from morphine 10 mg/ml at 0.5 mg/day to dilaudid 1 mg/ml to 0.061 mg/day. In 2007, the pump was turned off due to continued nausea, vomiting, headache, forgetfulness, and confusion. The patient had an esophagogastroduodenoscopy one month later and no ulcers were found. The patient was hospitalized seven days later and had a magnetic resonance imaging and a computerized tomography performed which showed a bilateral subdural hematoma. A bilateral subdural burr hole procedure was completed and the patient had less confusion postoperatively. Four days later, the patient was taking food and medication without difficulty and the drains were removed, the next day, the patient again became confused. Three days later, a lumbar puncture with a study was completed to check for leaking cerebrospinal fluid (results not reported). Two days later, the patient had increased somnolence and the patient had surgery to evacuate the subdural hematomas, place drains, remove and patch the entry point of the catheter into the dura, and remove the pump system. The pump pocket and distal portion of the catheter were cultured (results not reported). A laminectomy was also completed. The final patient outcome was unknown at the time of this report.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.